Manufacturer narrative:
Per visual inspection: dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. No inpen front shell or cartridge holder was received. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Unable to pair and perform functional test due to physical damage. Could not perform inpen front cap investigation due to inpen not received with original inpen cap or cartridge holder. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Therefore, the customer concern of difficult to dial/dose was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the black disc broke off the injection foot, and the dose knob/dial is difficult to turn. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed, and the inpen was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105nnpkna was requested, and the customer's response was that the device would be returned.